Event description:
Setting up the hysteroscopy machine for the 2nd case, the blue cartridge would not seat into the machine. It had functioned properly the first case but not the second. I retrieved the second machine and using the same cartridge, maintaining sterility, seated it into the second hysteroscopy machine and we were able to do the procedure. It caused a delay in the for the doctor doing the procedure. The yellow cartridge seated okay but the blue one wouldn't. I attempted to tape the area where the cartridge seats, but it wouldn't work manufacturer response for fluid management system cartridge, fleunt fluid management cartridge (per site reporter).